Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, operating currents test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No prime or fill anomaly, no battery out limit alarm and no failed battery test alert noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in via phone and reported that the insulin pump was slammed in the door. It seems like that pump is either turning on and off or booting up. He states that he put a new battery in but it is showing the old battery. He went to prime it and it shot out all 300 units without pressing act. His blood sugar was 111 mg/dl and after the issue his blood sugar went to 309mg/dl. He treated with a manual injection. No visible damage was on the insulin pump. The pump is counting up and showing a full display and a version number. He received a battery out limit and a failed battery troubleshooting was performed and the insulin pump will return.